Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had damage on the battery cover and display. No further details given.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.